Event description:
IV fat emulsion set used in tpn's throughout the hosp. When the male part of the spike is inserted into the port the "rod" of the spike is too long and too narrow causing it to puncture the IV spike site if it is twisted or turned back on itself. This results in a puncture that allows contamination of the fluid going into a direct IV line into the pt. Various dates and times. Has happened multiple times. The rptr faxed in report detailing a design flaw in the administration set used for tpn's at facility. Rptr also attempted to fax a photocopy of the device. It did not copy or fax well. This product replaced the previous administration set about six months ago which had a shorter, fatter spike. What prompted the change by the MFR, the rptr does not know. The facility uses all abbott products and the thought is they would be compatible. They have not pursued different MFR's products. As rptr described, the longer, narrower spike can poke a hole further up in the tpn bag port. It appears to happen when the port is twisted or turns back on itself, such as when the bag is placed down. Pharmacy would prepare the bags with the sets in place. There had been some days when the pharmacy had to remake 3 or 4 bags! It was decided then that rather than pharmacy attach the sets, nursing staff would do so. The problem is still occurring on the wards. It may be several hrs before a leak is detected. The bag's contents will have been exposed to "who knows what." The ingredients - fat emulsion, amino acids, glucose, etc - are perfect media for growth of organisms. The solutions don't contain preservatives. These solutions are going into central lines. Pts are at risk. These are 24 hr supplies. If the bag is punctured, it is not possible to make another one. The pharmacy has worked hard to get the drs to have their tpn orders in at a certain time. The pharmacy's day shift makes them up. At the end of the shift, the equipment is taken apart and cleaned/sterilized. The next pharmacy shift is not staffed sufficiently to prepare replacement tpn, nor can they use the automated equipment to do so. So, the nurses are obligated to hang 10% dextrose in water. For some pts, the tpn is supplemental nutrition. For others, the IV nutrition is their main nutritional source. This weekend, a physician visited a pt and was angered to find a bag of d10w hanging. This latest episode prompted the rptr to notify FDA. To compound matters, some of these tpns have drug additives included - insulin or pepcid, for example. So now the pts require these meds separately. It is conceivable the missing insulin may be overlooked and a pt's clinical status can change. Lastly, consider the expense of wasted product, not to mention add'l staff time devoted to follow-up. Regarding the costs, the rptr suspects the pts get charged for the tpn anyway, even if it wasn't administered. They had easily lost two dozen bags over the last six months. The rptr is more than happy to send samples and provide further clarification.